Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. Troubleshooting was performed. The customer stated that he ran a 4.0 units bolus and the insulin did not exit. The customer stated that the tubing was not kinked. Troubleshooting was declined, and the customer requested a replacement of the insulin pump. No further information was provided.